Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) from (B)(6) experienced peritonitis. Three years prior to this report, the patient began treatment with dianeal pd2 2.5% therapy (10l/day, frequency and lot number not reported) intraperitoneally (ip) via automated peritoneal dialysis (apd). At the time of this report, the pt experienced peritonitis manifested by abdominal pain and turbid drainage and was hospitalized on the same day. On the same day the pt began treatment for the peritonitis with cefazolin 500 mg, q6h, ip and ceftazidime 500 mg, q6h, ip for seven days. On the seventh day, the pt was discharged from the hospital and was prescribed imipenem 1g, q24h, ip for 7 days. Concomitant therapy was not reported. At the time of this report the pt was recovering from the peritonitis. On an unreported date, dianeal therapy was withdrawn (details not reported). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information indicates the cause of this peritonitis event was related to use error break in aseptic technique. On an unreported date, the patient (pt) experienced a break in aseptic technique (details not provided) and subsequently experienced the peritonitis. On the same date as occurrence, dianeal pd-2, 2.5% apd therapy was temporarily stopped and the pt was started on physioneal , 2.5% (2l /4 times a day) ip, with antibiotics, ip (unspecified), (doses, frequencies, and lots not reported) for continuous ambulatory pd (capd). A week later, the pt was re-trained in proper aseptic technique. A week later, physioneal therapy with the antibiotics was stopped and the pt was re-started on dianeal pd-2 2.5% therapy. On the same date, imipenem was stopped. On the same date, the pt was recovered. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.